Event description:
Case description: this spontaneous report was received from a polish health care professional and concerns a female patient. The patient was injected with radiesse, few years prior to the time of this report. After the radiesse injection, the patient experienced foreign material, in the masseter muscle, as well as hard, irregular lumps on its surface that macroscopically met all the characteristics of hydroxyapatite and oedema/swelling. The filler was found in the masseter muscle (also reported as in the face, rumen muscles) during the operation. Detected foreign material affected the surgical procedure. It complicated the period of swelling/oedema withdrawal and the achievement of an aesthetic effect. Removal of the aforementioned filler had risk of damage to the facial nerve. The filler was not located in the tissue above the muscle fascia during the first procedure, otherwise the health care professional removed it. Continuous intensive rehabilitation was necessary, as swelling and symmetry disorders persisted. Due to the provided information, the outcome of the events was considered as not resolved.

Manufacturer narrative:
Assessment by merz: no information is given on injection site and exact injection date as well event onset sites and dates so that a local and temporal relationship can only be assumed. Injection site oedema (serious), injection site induration (serious) are expected and product distribution issue is considered expected as nodule based on the currently valid EU instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported lumps as well as symmetry disorders are considered related to the coded product distribution issue. In this case, the information is quite sparse and injection as well as event details are missing. According to the reporter, swelling and symmetry disorders persist, the material could not be removed during surgery due to its location and continuous intensive rehabilitation was necessary. The presence of foreign material was identified during a surgical procedure, which itself is considered to be a confounding factor. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case is serious with the serious events injection site oedema, injection site induration and product distribution issue because permanent damage cannot be excluded.